Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone that his insulin pump has been experiencing reoccurring motor error alarms over the last 2 weeks and that his blood glucose has been very elevated. He stated that he works in a dusty environment and took his pump off to clean it and to change the batteries, but it would not work. So, he took the pump off about a week prior to the call and attempted to put it back on the night before and it was not. The customer said that his blood glucose was 500+ mg/dl and that his current blood glucose was 364 mg/dl. He said that he had been treating with the pump and manual injections for the last 2 weeks. During troubleshooting for motor error, it was found that insulin pump was not exposed to magnetic field or MRI and the drive support cap appeared normal and customer was able to complete rewind process. The alarm history did not contain a motor position encoder error alarm but did have more than one motor error alarm and the alarm did occur during a basal. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.